Event description:
It was reported to philips that the geometry movements were blocked on the azurion 7 m20 system. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were blocked. A review of the log file confirmed the reported malfunction. Upon functional testing, the fse suspected that the issue was with the cable, or one board wasn¿t having a good connection to base board. As troubleshooting steps, the fse did the revision on pdu unit and all cables on it. Check connections in the geo I/o module in r cabinet, check connections in the base board inside the table. To resolve the reported issue, the fse replaced the pdu dc module proactively. After the proactive replacement of the pdu dc module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.